Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a pump that infusing normal saline began to beep and wouldn't infuse. Upon inspection of tubing a large bubble was found on the top of the soft silicone portion of the tubing. Tubing was replaced with no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a pump that was infusing 1000ml of 0.9% normal saline began to beep and wouldn¿t infuse.

Manufacturer narrative:
The customer¿s report of a bubble on the top of the soft silicone portion of the tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During inspection it was noted that the silicone segment tubing had a slight bulge (described as a large bubble by the customer), discoloration, and was weakened just below the upper fitment. Clear liquid was observed inside the set¿s tubing and drip chamber. Red discoloration inside the set¿s tubing was observed on the lower 29 inch portion of the set. No other anomalies were observed on the set. Functional testing resulted in the set flowing freely and ran with no issues. Pressure testing confirmed a small amount of air bubbles were observed in the silicone segment tubing when the device door was opened after infusion was completed. The root cause of the customer¿s report of a bubble on the top of the soft silicone portion of the tubing was not identified.